Event description:
It was reported that the tip of the pilot guidewire separated at the tortuous and calcified target lesion in the mid right coronary artery. The guidewire reached the lesion but had not yet crossed it. The separated segment was successfully removed via a snare. The procedure was then aborted. There was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, a user facility medwatch report was received and states, "the rca (right coronary artery) was engaged using a 7 fr al 1 guide catheter. Attempt to traverse the coronary artery with a 50 pilot 300 cm guidewire resulted in a dissection of the vessel (type b) and transection of the distal tip of the wire. The wire tip was retrieved with the use of a snare device. Patient remained stable with no chest pain. The dissection was non flow limiting, did not propagate distally or proximally. Patient admitted overnight for observation." There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported separation was confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.